Manufacturer narrative:
The conclusions are as follows: - the production records review of eno s/n (B)(6) did not reveal any abnormality. These pacemaker has been manufactured and delivered according to all applicable procedures. Please refer to the analysis report attached.

Event description:
Reportedly, on (B)(6)2024, during a replacement of pacemaker, an attempt to connect a right ventricular lead to the subject eno dr but the lead pulled out each time even if the setscrew was tightened with a torque wrench several times. The physician confirmed by x-ray that the lead was not completely inserted into the connector, so the lead was inserted again after loosing the setscrew with the torque wrench (6-10 anti-clockwise turns) and the lead was finally inserted completely. There was no abnormarlities of the atrial connector.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2024, during a replacement of pacemaker, an attempt to connect a right ventricular lead to the subject eno dr but the lead pulled out each time even if the setscrew was tightened with a torque wrench several times. The physician confirmed by x-ray that the lead was not completely inserted into the connector, so the lead was inserted again after loosing the setscrew with the torque wrench (6-10 anti-clockwise turns) and the lead was finally inserted completely. There was no abnormalities of the atrial connector.